Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted in the patients ureter in (B)(4) 2016 (exact date unknown). According to the complainant, in (B)(6) 2017 the stent was found calcified and was not able to drain. The calcification made the stent difficult to remove. The physician performed a uteroscopy and broke the stent into pieces, and removed it using forceps. However, the entire stent was not able to be removed. An unplanned nephrostomy was performed, as the physician did not want to place another stent. There are no plans to go back and remove the remaining pieces of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of stent calcified. Reported event of stent difficulty removing. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted in the patient's ureter in (B)(6) 2016 (exact date unknown). According to the complainant, in (B)(6) 2017 the stent was found calcified and was not able to drain. The calcification made the stent difficult to remove. The physician broke the stent into pieces and removed it using forceps. However, the entire stent was not able to be removed and a nephrostomy was performed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.